Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and confirmed that the fault was caused by a failure in the motherboard and video board, which require replacement. The customer was provided with a quote. The user then informed the service unit that they will repair the device themselves.

Manufacturer narrative:
Due to character limitation in e.1., event site details are as follows: event site name and address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the screen of cardiosave intra-aortic balloon pump (iabp) screen did not light up after powering on, followed by a continuous beeping sound during a routine check. There was no patient involved.